Manufacturer narrative:
Concomitant medical products: d314drg, ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the patient's right ventricular (rv) lead experienced high rv thresholds. No intervention was completed and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.